Event description:
It was reported that the ventricular lead exhibited varying thresholds. During the same session, threshold tests resulted in 4, 6, 1, and 2v. After running multiple tests in unipolar, the threshold was consistent at 3.0 v at 1.5 ms. Lead impedance was 250 ohms unipolar and 550 ohms bipolar. The patient would be monitored.

Manufacturer narrative:
Na